Manufacturer narrative:
Unable to determine the root cause of this issue due to insufficient information.

Event description:
A medtronic representative reported that the surgeon was inaccurate after registering the patient with the tracer registration technique. Surgeon was able to proceed with the case using navigation. There was no impact on patient outcome reported.